Event description:
It was reported that the hospital has had an instance where a patient has gotten their arm stuck in-between the rails on the stretcher crib. It was reported that the patient received a bruise.

Manufacturer narrative:
The customer alleged that there was no malfunctions with the product and reported that the patient was unattended at the time of the alleged event. It was confirmed that the patient received a bruise during the alleged event and that there was a training to ensure prevention of this type of event in the future.

Event description:
It was reported that the hospital has had an instance where a patient has gotten their arm stuck in-between the rails on the stretcher crib. It was reported that the patient received a bruise.